Manufacturer narrative:
The insulin pump passed leak test. The pump was received with intermittent buttons, problem isolated to keypad assembly. No display ramping on its own anomaly was noted. The pump was received with j1 connector at pcba1 properly connected. No damage or moisture damage on keypad assembly noted. The pump was received with minor scratched display window and case.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer stated that the insulin pump down and back buttons were hard to use and sticking. No significant events leading to keypad anomaly were observed. Customer reported that the insulin pump was not exposed to a change in altitude and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.